Manufacturer narrative:
A ge service rep performed an on site investigation. The rep was able to duplicate the reported issue. No conclusion can be drawn as further repair info is unavailable. However, no reports of pt or staff injury was reported.

Event description:
The customer reported the system displayed an error code message. No report of pt injury.